Manufacturer narrative:
The customer reported the issue was resolved by replacing both speakers. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from the customer biomed reporting a constant alarm on the v60 ventilator. The device was not in clinical use. There was no report of harm. A philips remote service engineer (rse) evaluated the issue with the biomed engineer (bme) and confirmed the reported issue. The rse verified diagnostic for primary alarm failure in the device event log. The bme reported the event log indicated the power management (pm) printed circuit board assembly (pcba) speaker failed and the motor control (mc) printed circuit board assembly (pcba) speaker passed. The rse advised the bme to inspect pm pcba speaker and verify that the speakers were connected, the braided wires were not touching and the resistance measurement before replacing the speaker assembly. The investigation is ongoing.